Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. Customer continued to use existing cartridge for insulin therapy and declined further assistance from tandem technical support regarding battery issue.